Event description:
Event description boston scientific, crm received information from the patient with this implantable cardioverted defibrillator (ICD) device that the device is almost depleted after 3 years. The patient was concerned that this device has been implanted for a short time and is already nearing replacement. The patient stated that the device is 'halfway through the second stage'. The patient is scheduled for an additional follow-up on december 29, 2006, and they plann to assess whether or not to replace the device at that time. A boston scientific technical services (ts) consultant stated that the physician's office will make the best decisions for handling his care based on the monitoring they are doing. No adverse patient effects were reported.